Event description:
The customer reported regarding an absence of no delivery alarms. Troubleshooting was performed. The blood glucose reading was 332mg/dl. The customer had 20.0 units remaining. Instructed the customer to remove the reservoir and to program a 1.0 unit fixed prime until the insulin is visible at the end of tubing. Advised the caller that a tubing clamp will be sent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.